Event description:
The customer states that a negative axsym bhcg result of 0.22 iu/l was reported on a patient and was disputed by the physician. The same patient was was redrawn two days later and the bhcg result was 200,000 iu/l (methodlogy unknown). No impact to patient management was reported.